Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the patient is receiving frequent alarms that stop the delivery of her pump. The patient is unsure what type of alarm they are receiving, but is unable to operate the pump themself to access the alarm history. Patient stated that they would have their family member call back to complete the troubleshooting. Customer support (cs) advised patient to come off the pump in the meantime if it is not delivering their insulin properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.